Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage from prolonged use, and through misuse or rough handling." Discarded.

Event description:
It was reported that during an initial total knee arthroplasty on (B)(6) 2016, the cut block was flashed and then put into water to cool off. As the surgeon went to impact the cut block onto the bone, the block fractured in half. The procedure was completed with the same cut block with no delay.